Event description:
It was reported that during a colonic stenting treatment procedure, positioning difficulties were encountered. A wallflex enteral colonic 27/22x 12 135cm stent had been advanced to treat an unspecified stricture in the colon. When the physician got to the "end of the delivery catheter, there was still stent inside the scope". The device was removed. The procedure was completed with an unspecified size and type of wallstent. There were no pt complications reported with the patient's current condition listed as "fine".